Event description:
Pt reported obtaining a blood glucose result of 369 mg/dl or 359 mg/dl while using the suspect device. Pt indicated that she was not feeling well (dizzy and disoriented) and 2 hours later a relative phoned emergency medical services on her behalf. Pt indicated that, upon paramedics' arrival, she was transported to the hosp, where her blood glucose measured 51 mg/dl (on a hosp instrument). Pt indicated that she remained hospitalized for 3 days; however, no details of diagnosis or treatment were provided. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.